Event description:
It was reported that a post-market clinical study pt underwent an x-stop procedure. A disc protrusion was noted at l5 (r). Approx nine months after, the pt experienced worsening low back pain. No additional info was reported.

Manufacturer narrative:
Device was not returned; followed up with company representative.